Event description:
It was reported that the patient¿s blood glucose reached 21 mmol/l (378 mg/dl) while wearing the pod between 5 and 24 hours. The pink slide insert did not move forward indicating that there was a needle mechanism failure. In addition, the cannula appeared bent and could not be inserted properly.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula and needle mechanism failure or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.